Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury".

Event description:
The user facility reported a 75-year-old female in st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that after 42 hours, the pump was explanted due to limb ischemia. Lost pulses at the impella accessed limb were observed.

Event description:
Additional information states that the patient had hemolysis and the impella was repositioned. It is unknown if the repositioning resolved the hemolysis. The hemolysis occurred prior to the reported limb ischemia.

Manufacturer narrative:
The investigation for the reported hemolysis and limb ischemia has been completed. The impella device was not returned for evaluation. Data logs were reviewed the data logs were retuned and there were suction alarms around the time of occurrence of the issue. There were no placement signal alarms and no motor current spike that were noticed. The root cause of the hemolysis was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected low s or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿